Manufacturer narrative:
(B)(6) 2024 lead explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise was reported on the near fields of this rv lead which led to inappropriate shocks. Lead currently remains implanted. Should additional information be received, this file will be updated.